Event description:
It was reported that during the implant procedure, the physician inserted the straight stylet into the lead and delivered the lead into the heart. The physician then removed the straight stylet to manually make a curve on the stylet to help with final positioning. After obtaining optimal lead position, the physician tried to but unable to remove the stylet. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet was received in lead. It could be removed form the lead, and it looks curly. Stylet insertion was performed using stylet sample in the (B)(6) lab, result was passed. The stylet passed completely through the coil lumen to the distal tip without obstruction. If information is provided in the future, a supplemental report will be issued.